Manufacturer narrative:
The indication for the index procedure was unstable angina. The pt was found to have one-vessel disease and one lesion was treated during the index procedure. The target lesion was the mid right coronary artery (rca). The lesion was reported to be: de novo, ostial, totally occluded, irregular, moderately tortuous, eccentric, angulation greater than for equal to 45 degrees and less than 90 degrees, vessel diameter of 3.1mm, a 100% stenosis, heavily calcified, and type c. The lesion was pre-dilated with a 2.5x15mm balloon at 20 atm. Four cypher stents were implanted electively in overlapping fashion. A 2.5x33mm cypher select stent was implanted at 22 atm. This stent was not post-dilated. A 3.0x33mm cypher select stent (stent #2), which was implanted at 22 atm. This stent was post-dilated with a 3.25x13mm balloon at 24 atm, as the stent was not fully expanded. An additional 3.0x33mm cypher select stent (stent #3) with the same lot number as stent #2, was implanted at 22 atm. This stent was not post dilated. A 3.5x13mm cypher select stent (stent #4) was implanted at 22 atm. This stent was not post dilated. All stents were implanted with satisfying results. Post-procedure diameter stenosis was 0%. The flow pre-procedure was timi 0 and post-procedure timi 3. Ther was no reported procedural complication or device deviation. No thrombus aspiration was done and a distal protection device was not used. The pt was discharged the day after the procedure. During the one-month follow-up phone call, the pt was asymptomatic and continuing medical therapy. Please note that device is distributed outside the united states, however it is similar to the united states product. This report is for two (2) products with the same catalog/lot number. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of four products used during the same procedure. Please reference MFR report #9616099-2007-02409, #9616099-2007-02410, and #9616099-207-02411.

Event description:
The report received form the registry indicated that approx four (4) months after the index procedure, the pt was admitted with acute renal failure, acute gouty arthritis, and a non-q wave myocardial infarction (mi). The pt's cardiac enzymes were elevated. There was no reported evidence of stent thrombosis, and did not require re-intervention or CABG surgery. Coronary angiography was done and revealed that the previously implanted cypher stents were patent. Medical treatment only was required. The adverse event ae was reported to be: event severity was severe, unrelated to the study devices/procedure or any other cordis product, and was a serious ae (sae). The event outcome was complete and the event was reported to be resolved without sequel. The pt was discharged ten (10) days after admission.